Event description:
The pump was returned for sevice. During service the pump was found to have failure code 810:04 the hosp. Rep. Stated that have nor record of any pt incident involving the pump since the las baxter service event.